Event description:
The customer reported that the unit had no display.

Manufacturer narrative:
The customer reported that the unit had no display. The customer evaluated the device, and then ordered a replacement control pca, which resolved the issue.